Event description:
The following information was provided: reported by patient: "the trunnion was found to be completely worn down. Very large pseudo tumor wrapped around my hip replacement and my sciatic nerve resulting in incontinence loss of use of lower leg and foot extreme pain delayed diagnosis. The tumor apparently contained metal debris. The trunnion did not last very long".